Event description:
Second revision surgery - due to the patient dislocating, again, post operatively in the recovery room. The surgeon took the patient back to the operating room and went back to a 4mm neck length. He used a competitive systems cup and constrained liner because of the sterility of the instruments and implants on hand at that time.

Manufacturer narrative:
The reason for this revision was the patient suffered a dislocation while in the recovery room. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Hospitalization - initial or prolonged was required. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the dislocation was not reported. There are no indications of a product or process issue affecting implant safety or effectiveness.